Event description:
It was reported that after inserting the foley catheter in the operation room, the catheter fell out after placement. Per follow up information received on 09nov2021, it was unknown if there was any missing pieces left inside the patient's body.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure could be "exposure to petrolatum based lubricant or other degrading materials". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after inserting the foley catheter in the operation room, the catheter fell out after placement. Per follow up information received on 09nov2021, it was unknown if there was any missing pieces left inside the patient's body.